Event description:
It was reported that the user experienced leakage inside the chamber during a supply change at the fill tubing, which occurred while connecting the cartridge to the connector outside of the ilet. The user sought guidance on whether the chamber should be dried before attempting a new supply change and was instructed to dry the chamber with a lint-free cloth, follow the correct supply change procedure, and use new supplies. No adverse clinical effects. Outcomes included no alarms, no hospitalization, and successful completion of troubleshooting and education. Investigation included customer care assessment and user education on proper connection and deployment technique. Investigation of this case revealed user technique as the likely contributor, specifically connecting the cartridge to the connector outside the device, which can result in leakage and improper infusion set deployment or attachment. It was concluded, based on previously established findings for similar reports, that the cause was user technique.